Event description:
It was reported to medtronic neurosurgery that before the device was implanted, the dr found the valve leaking at the delta chamber.

Manufacturer narrative:
The valve was patent and passed siphon testing; however, it did not meet the requirements for reflux and leak testing due to multiple tears in the top of the delta chamber. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing except for a 46.8 ml/hr at 0 cm. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.